Manufacturer narrative:
E1: address line 2 (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the syringe size cannot be detected. Per reporter, the pump will instead go into an alarm. Per reporter, the #4 button also does not work. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that device does not detect syringe size and alarms. Alarm history reviewed and found no errors. Service history was reviewed and found no repairs in the last 13 months. The complaint was not verified with functional or visual testing. The top case was replaced due to a large crack on the case. A battery pack was installed due to the pump missing a battery. The pump passed all performance verification testing.